Manufacturer narrative:
A lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon implanted an aa4203tf toric silicone single piece lens in the pt's right eye (od) and the pt experienced a refractive surprise. The lens remains implanted.